Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device restarts/reboots on its own. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); after disassembling the device to determine root cause, there was evidence of water ingress on the monitor board and the processor/bridge/pace board. Due to the condition in which the device was received, root cause could not firmly be established. The device was labeled not for clinical use and returned to the customer. Analysis for reports of this type has not identified an increase in trend.